Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that inspection shows that the gantry rotor was not aligned to the pin, therefore the door would not close and the rotor would not spin. Aligned the rotor with the ratchet and tested the rotor for slippage. Rotor tested good, no slippage noted. System checkout passed. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while training the site, the pendant was stating that the doors were open when they were closed.  It was noted that rebooting the system did not resolve the issue.  No patient was present.